Event description:
Approximately 7 months following cypher stent placement, the patient underwent follow-up cardiac catheterization. The patient presented with stable angina and no follow up stress test was performed. Repeat coronary angiography revealed a complete stent fracture (portion of stent unknown) with in-stent restenosis. The patient was treated with balloon angioplasty. No re-hospitalization is required.